Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that a system board was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has been received by manufacturer for evaluation but the results are not available yet. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that during a spinal fusion procedure the imaging system was unable to perform 3d imaging spin but was able to perform 2d spins. Site used c-arm to complete the procedure. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Patient information received.

Manufacturer narrative:
The analysis of the system control board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Correction: aware date of sequence number 2 inadvertently filed as 1/22/2018. Should have been 1/24/2018.